Manufacturer narrative:
The device has been received for evaluation, however investigation is not yet complete.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported that the device was noted to have lipids within the sealed section of the clave; customer stated likely a torn seal. The item was always connected to ICU medical tubing the device was being used for an non invasive procedure and there was no unexpected or prolonged care. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
One used list #mc100, microclave¿ clear neutral connector; lot # unknown was received and visually inspected. As received, the microclave seal appeared to be torn. Drug residuals were also present within the microclave housing. No mating devices were returned. The microclave was disassembled, and the seal was found to be damaged down the side wall. The damage aligned with the seal slit. There was no evidence of a needle strike. The reported complaint can be confirmed. The damaged microclave seal would result in internal leakage and subsequent leaking. The probable cause of the seal damage is slitter damage during the manufacturing assembly process. A device history record review could not be conducted because no lot number was identified.